Event description:
It was reported that during the implant attempt, the device had noise and atrial lead had over sensing during sensing test. The device was not used and a new device was implanted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found.